Event description:
A surgeon reported that he had to stop a vitrectomy halfway through the procedure as the eye kept getting soft; the infusion line kept falling out the infusion port. The impact to the pt is unk. Additional info has been requested but none has been received to date.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the DHR (device history record) shows the product was released per specifications. The customer did not retain a sample for this complaint, as such functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. (B)(4).